Event description:
At the time of the vent failure, family stated that the vent "shut down and the vent went blank. No screen totally black. Family member stated that the vent kept saying "power loss" and kept going to black screen. Occurred while on pt. No pt harm. No inop alarm. Accessory: humidifier. Power source: external battery and ac. Tried different outlet.